Event description:
At my bi-annual breast ultrasound, it was noticed that one lymph node near my right breast looked "abnormal." (I have very old breast implants (1975) and the right one had previously been viciously manhandled by an overly zealous, newbie tech who had never performed a mammogram on a person with implants, which left twisted and deformed). We decided to wait and watch it for 6 months. (B)(6) 2018 - f/u exam noted "abnormal" right lymph node and several left lymph nodes. Biopsy and CT were recommended, which I had done. The CT was unremarkable. I had no faith in the accuracy of the biopsy, however, for two reasons: know exactly where the right abnormal node is, as I have always "followed along" with my breast tech, visually watching on her screen as she pointed out to me it's exact location for more than 30 mins at a time on two separate occasions, and it's painful. The lady "dr (B)(6)", as her staff called her, didn't seem to come close to the right lymph node, and didn't even bother to biopsy any of my left lymph nodes. Since then, my left breast has also succumbed to deformity. Bot breasts are painful, and misshapen with both extremely firm bulges and really squishy soft blobs. My breasts are a hot mess. Also, between (B)(6) and (B)(6) of 2018 I inexplicably lost 40 lbs. Just - boom. Not meaning to, not intending to. It just went away. Now I already have several autoimmune disease. Ankylosing spondylitis, psoriatic arthritis, sjogren's, as well as complex regional pain syndrome. Hashimoto's hypothyroidism and hypoparathyroidism - so, my fatigue and energy levels are already running way under anyone's radar and clocking in all "turtle speed." Naps are my friend. I am very concerned about the "possibility" of having bia-alcl, all things considered. I know bia-alcl is rare, and the possibility of having it is very low. Considering that my breast implants are now 44 y/o. I have no clue who the MFR is, I do know they are silicone filled, but again, no clue if they are textured, but I believe they are smooth, and combined with the abrupt weight loss, which I have not been able to gain back (even eating at least a pint of ice cream almost every night before bed), the constant pain and tightness in my deformed boobies and yes to having nightsweats with regularly, even though I went through menopause of the age of 49 after a total hysterectomy, and I now just a few months from (B)(6), I am very concerned that, that are possibility, could indeed be a new reality. I now live in (B)(6), and don't know where to turn to find the answers I need. Any ideas, or leads? FDA safety report ID# (B)(4).